Event description:
It was reported that the 9800 system would not save an image during a case. Also the hourmeter was making noise. The 9800 system was rebooted and the procedures completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hour-meter was replaced. The connections were reseated during the service call. The system was tested and found to be working as intended, and put back into service.